Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an acute myocardial infarction (ami) patient was treated on an unspecified date with a bare metal stent in a lesion in the proximal left anterior descending artery. Subsequently, the patient was presented at a different time with angina and it was confirmed that re-stenosis had developed in the proximal end of the stent. For treatment, a 3.5 mm x 15 mm xience alpine drug eluting stent (des) was implanted. Intravascular ultrasound (ivus) was used to confirm the stent implant was fully apposed to the vessel wall. On (B)(6) 2016, angiography revealed in-stent thrombosis. A long balloon inflation was performed using a perfusion balloon, re-establishing the blood flow. The patient returned to the hospital room and was observed to be experiencing some symptoms; therefore, coronary angiography was performed revealing the stent was occluded with thrombosis. Angioplasty was performed again, this time the lesion was examined with ivus followed by dilatation with a balloon catheter and the thrombosis was confirmed to have resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Implant date - correction. The device was not returned for evaluation. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
Additional information: the thrombosis was discovered due to the patient experiencing angina and st segment changes during electrocardiogram (ECG) examination. No additional information was provided.